Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported customer mentioned that "our testing indicated that using the bd embout syringe and choosing the bd plastipak option results in the incorrect amount of fluid ¿sensed¿ by the syringe pump. We could visually see that the correct amount was in the syringe, but the pump sensed less than what we visualized (and the pump cannot be overridden to include more than the pump senses)" there was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the reported issue that incorrect amount of fluid ¿sensed¿ by the syringe and the pump sensed less the volume displayed on the device screen was not confirmed or replicated as the suspect devices were not returned. Testing was not able to be performed as the device was not returned for investigation; however, the costumer provided photos of the reported difference of 0.3 ml between the volume set in the syringe and the volume displayed on the device screen. The syringe that was reported as used (embout bd luer-lok 302832) is listed as a compatible syringe for use on the syringe module. The specification per the alaris system v12.1 product requirements; the system shall provide instrument accuracy of +/-2% of full-scale plunger travel (not including syringe variation). The volume displayed in the syringe was noted to be within the +/- 2% full scale accuracy for a 20ml volume in the syringe. Syringe loading alaris¿ pca and syringe modules tip sheet states: ensure the syringe is chosen correctly on the display. Selecting an incorrect syringe manufacturer and size may cause an under infusion or over infusion to the patient. To decrease start-up delays, delivery inaccuracies and delayed generation of occlusion alarms, use the smallest syringe size possible and prime the tubing with the device using the prime set with syringe feat. If the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. For 20ml syringe size, model number compatible is 302830. Alaris¿ syringe module: compatible syringes and flow rate ranges tip sheet states: it is recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. There was no report of patient involvement. Root cause: the root cause of the reported incorrect amount of fluid ¿sensed¿ by the syringe and the pump sensed less the volume displayed on the device screen could not be determined from the returned photos and videos alone; the syringe reported is listed as a compatible syringe for use on the syringe module. There was no devices, logs or facility data set returned to be examined and tested.

Event description:
It was reported customer mentioned that "our testing indicated that using the bd embout syringe and choosing the bd plastipak option results in the incorrect amount of fluid ¿sensed¿ by the syringe pump. We could visually see that the correct amount was in the syringe, but the pump sensed less than what we visualized (and the pump cannot be overridden to include more than the pump senses)" there was patient involvement but no harm.